Event description:
The physician advanced a wilson-cook gi aspiration needle through a side-viewing endoscope to drain a pancreatic pseudo cyst. When the needle was advanced into the pseudo cyst, the needle detached from the catheter and fell into the pt's stomach. The needle was retrieved with forceps. The pt was reported to be in good condition. Co was unable to conduct a full investigation, as the affected device was unavailable for eval. Co was unable to conduct a reveiw of the device history record or a lot sample test, as the lot number was provided with the initial report.